Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6 and h10. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. In this case the surgeon commented "at implant, the annulus might have sutured too strong and it may have lead to paravalvular leak." The cause of the event remains indeterminable; however, patient factors and surgical technique likely impacted the event.

Manufacturer narrative:
The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­3mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Mechanical damage marks were observed on the outflow surface of leaflet 2 and appeared serrated. Sewing ring was cut around commissure 2. UDI number: (B)(4). The device was returned to edwards for evaluation. Customer report of paravalvular leak could not be confirmed through visual observations. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valves performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. Based on the information received the cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm aortic pericardial valve, implanted approximately four (4) months, was explanted due to paravalvular leak. The device was originally implanted for aortic valve replacement under minimally invasive cardiac surgery. After an implant, regurgitation from a gap between the prosthetic valve and patient's annulus was observed. The device was explanted and replaced with a same size same model 21mm aortic valve with no adverse patient events reported. The patient status was reported as "recovering". Implant and explant of the valve were performed by the same surgeon. The surgeon commented that "at implant, the annulus might have sutured too strong and it may have lead to paravalvular leak.". The surgeon also requested to see if any evidence of expansion can be seen in the frame.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.